Event description:
The following literature was reviewed: takahiro suzuki, et al. Remodeling of the proximal sealing zone and sac shrinkage after endovascular aortic repair or fenestrated endovascular aortic repair. Annals of vascular surgery, volume 109, 2024, pages 47-54, issn 0890-5096. The aim of this investigation was to compare postoperative outcomes between endovascular aortic repair (evar) for abdominal aortic aneurysm (aaa) with the adequate infrarenal neck length and fenestrated endovascular repair (fevar) for shortneck aaa. This study involved a retrospective analysis of prospectively collected data from 2014 to 2021. Of 486 endovascular abdominal aortic repair cases, 33 that exclusively used gore®excluder®aaa endoprosthesis were selected. Concurrently, 30 cases of fevar that utilized physician modified endografts were examined. In these cases, 22 zenith flex and 8 zenith alpha thoracic were used proximally and excluder devices distally. Covered (gore®viabahn®vbx balloon expandable endoprosthesis) or bare (express, boston scientific) balloon-expandable stents were used as renal bridging stents. Type ii endoleak (t2el) detection was similar in both groups and gradually decreased over time (evar vs. Fevar: immediately after surgery, 42.4% vs. 23.3%; 1-year, 33.3% vs. 16.7%; and final observation, 15.2% vs. 20.0%). Lumbar arterial t2els occurred significantly less frequently in the acute postoperative phase following fevar than following evar (evar vs. Fevar: immediately after surgery, 39.4% vs. 10.0%; 1-year, 24.2% vs. 10.7%; and final observation, 12.1% vs. 13.3%). One patient in the evar group underwent postoperative open repair because the postoperative sac size increased, with a maximum-minimum diameter of >8.5 cm. In the fevar group, 2 patients required percutaneous transluminal angioplasty owing to sma or right renal arterial stenosis. Although freedom from sac expansion did not differ between the groups at the final observation, the cumulative occurrence of sac shrinkage (ss) increased more rapidly after fevar than after evar (evar vs. Fevar: 54.5% vs. 72.1%). Although aortic neck dilatation (and) progressed similarly in both groups, fevar demonstrated a greater extent of ss. These improved postoperative results in fevar were linked to both the longer and more stable proximal sealing and a lower occurrence of lumbar arterial t2els; the latter being due to effectively shuttering the collateral source in the proximal lumbar arteries.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a3: patient information reflects demographic information identified in the literature. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. Literature title: remodeling of the proximal sealing zone and sac shrinkage after endovascular aortic repair or fenestrated endovascular aortic repair. Source: annals of vascular surgery, volume 109, 2024, pages 47-54, issn 0890-5096. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A1, a2, a3: patient information was added. B3: date of event was updated. B5: event description was updated. B7: patient medical history was added. D4: catalog number, expiration date, serial number, primary UDI number were added. D6: implantation date was added. H4: device manufacture date was added. H6: codes e2121 and b14 were added. Code a24 was replaced with a0101. Code d15 was removed. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
The following literature was reviewed: takahiro suzuki, et al. Remodeling of the proximal sealing zone and sac shrinkage after endovascular aortic repair or fenestrated endovascular aortic repair. Annals of vascular surgery, volume 109, 2024, pages 47-54, issn (B)(6). The aim of this investigation was to compare postoperative outcomes between endovascular aortic repair (evar) for abdominal aortic aneurysm (aaa) with the adequate infrarenal neck length and fenestrated endovascular repair (fevar) for shortneck aaa. This study involved a retrospective analysis of prospectively collected data from 2014 to 2021. Of 486 endovascular abdominal aortic repair cases, 33 that exclusively used gore® excluder® aaa endoprosthesis were selected. Concurrently, 30 cases of fevar that utilized physician modified endografts were examined. In these cases, 22 zenith flex and 8 zenith alpha thoracic were used proximally and excluder devices distally. Covered (gore® viabahn® vbx balloon expandable endoprosthesis) or bare (express, boston scientific) balloon-expandable stents were used as renal bridging stents. Type ii endoleak (t2el) detection was similar in both groups and gradually decreased over time (evar vs. Fevar: immediately after surgery, 42.4% vs. 23.3%; 1-year, 33.3% vs. 16.7%; and final observation, 15.2% vs. 20.0%). Lumbar arterial t2els occurred significantly less frequently in the acute postoperative phase following fevar than following evar (evar vs. Fevar: immediately after surgery, 39.4% vs. 10.0%; 1-year, 24.2% vs. 10.7%; and final observation, 12.1% vs. 13.3%). One patient in the evar group underwent postoperative open repair because the postoperative sac size increased, with a maximum-minimum diameter of >8.5 cm. In the fevar group, 2 patients required percutaneous transluminal angioplasty owing to sma or right renal arterial stenosis. Although freedom from sac expansion did not differ between the groups at the final observation, the cumulative occurrence of sac shrinkage (ss) increased more rapidly after fevar than after evar (evar vs. Fevar: 54.5% vs. 72.1%). Although aortic neck dilatation (and) progressed similarly in both groups, fevar demonstrated a greater extent of ss. These improved postoperative results in fevar were linked to both the longer and more stable proximal sealing and a lower occurrence of lumbar arterial t2els; the latter being due to effectively shuttering the collateral source in the proximal lumbar arteries. Details for the patient in the evar group who underwent postoperative open repair were as follows: patient information: - initials: (B)(6). - age: (B)(6) years old. - gender: male. - medical history: nephrotic syndrome, chronic atrial fibrillation, lumbar spinal canal stenosis. Device information: rmt231416j (sn (B)(6)), plc181200j (sn (B)(6)), pxl161407j (sn (B)(6)). Date of implantation: (B)(6) 2015. Date of event: april 16, 2018. Date of reintervention: (B)(6) 2018. Cause of aneurysm enlargement: type ii endoleaks from three lumbar arteries. Those findings were found during the open surgery, and the originates were ligated. The last hospital visit of the patient was on (B)(6) 2021, and there is no information after that.